Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (std) review - diagnostic problem: std file data shows no weekly and daily lead trend data. Concomitant product: 4076 implantable pacing lead 2005 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
The implantable cardioverter defibrillator (ICD) was subsequently explanted and returned to the manufacturer.

Event description:
It was reported that the remote monitor transmission indicates "invalid data" for the lead trend and there is also no battery measurement data from the device. It was also reported that trend data was later able to be retrieved and communicated. The device remains in use. No patient complications have been reported as a result of this event.